Event description:
It was reported that a leak between the struts of the closure device was suspected. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Following the index procedure, a leak was noted appearing between the struts of the closure device and the fabric of the closure device appeared to not be structurally supportive. No patient consequences were reported.

Manufacturer narrative:
Date of event: estimated as (B)(6) 2022 as the event date is unknown, but the complaint was reported in 2022. Implant date: estimated as (B)(6) 2022 as the implant date is unknown, but the complaint was reported in 2022.